Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a loose power connector (port 1) at the controller by slipping out of the sealing ring (between connector and housing). The patient stated they observed a pump stop on (B)(6) 2016. It was further stated that there were no effect on patient. An elective controller exchange was performed and it was stated that the patient was fine the whole time and tolerated the exchange well. Also stated was that the log files were downloaded. No additional information available.

Manufacturer narrative:
It was reported that power port 1 of the controller was loose and that there was a loss of power on (B)(6) 2016. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. In addition, the reported event of a pump stop/loss of power was confirmed during log file analysis with a controller power up and motor start event logged on (B)(6) 2016 at 01:38:03 with battery bat208975 connected to power port 1 and bat208707 connected to power port 2. Both power sources experienced a temporary disconnection, as evident by relative state of charge (rsoc) values of 202 or greater. The temporary disconnects were likely due to a disconnection and reconnection of the power source to the controller or momentary disconnections between the controller and batteries within the preceding 15 minutes. The power sources attached after the loss of power were bat208975 on power port 1 with 93% rsoc and bat208707 on power port 2 with 52% rsoc. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. A possible root cause of the loss of power could be attributed to a disconnection of both power sources. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.